Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two small volume intermates had red particulate matter on the tubing. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from september 10, 2019 - september 12, 2019. Two (2) actual samples were received for evaluation. Visual inspection was performed using the naked eye which observed reddish-brown particles embedded in the material of the tubing line. The particles have no contact with the fluid path as they were embedded in the material of the tubing line. The particle was subsequently identified to be polyvinyl chloride (pvc) material via spectroscopy test. Pvc is the raw material of the tubing line. The reported condition was verified for both samples. The cause of the condition was due to the material during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.